Event description:
The customer contact reported the rotation knob was broken following a fall. During verification testing at the service center, it was found that the control knob position did not match up with the corresponding position on the front panel label. The device was disassembled and the ring detent was found to be inserted back to front. The ring detent was taken out and reinserted correctly and the device then functioned without any issue. The probable cause was due to the detent knob being incorrectly assembled.